Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor glucose vs. Blood glucose, calibration not accepted. The customer experienced hypoglycemia and hyperglycemia with blood glucose value of 203 mg/dl. The hypoglycemia was treated with carb and hyperglycemia was treated with pump. The event involved product(s) mmt-1884l, mmt-342g, mmt-431ag, mmt-7040ma. Troubleshooting was partially performed. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-342g. No product return is required for mmt-431ag. Product return for mmt-7040ma is expected and the customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high isig readings. Placed sensor on the microscope and found delamination and contact pad damages. See attached file for results. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings, found damaged as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.